Manufacturer narrative:
Additional narrative: a product development evaluation was completed: an elbow hinge fixator (394.055) was received wired together. The center pin nut was lost and not returned. The elbow hinge fixator (394.055 lot 8308058) is a supplemental component which can be utilized with both the medium and large external fixation systems for unstable elbow fractures. It is able to be utilized with both rigid and movable fixation setups and is able to be located at the anatomical pivot due to its radiolucent construction. The applicable drawing for the elbow fixator was reviewed. The drawing called out the appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. A note is present which states the application of loctite on the two components of the pin. The device was returned wired together, seemingly by the patient, with a portion of the center pin missing. Without this piece, the fixator angle would not be able to be locked into place. It is possible that the loctite on the pin failed, allowing the pin to come apart. As the center pin nut was not returned, it is not possible to confirm the loctite failure, as such the root cause of the failure is undeterminable. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The component did break, as such the complaint is confirmed. The root cause of the complaint condition could not be determined as the center pin nut was not returned. Device is an instrument which is not implanted or explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review has been conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation has been conducted. The report indicates that the device was produced and distributed in march 2013. Our investigation shows wear and tear signs and the threaded ring is missing. The device is held together with a cable. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the available information we cannot determine the exact root cause. The wear and tear signs show that the instrument was used several times even the intended use is single use. The threaded ring got loose during the decontamination procedures. The relevant dimensions for this complaint were checked as far as possible and find to be according drawing se_024722 version c. No further investigation needed because the complained issue was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had an elbow fixator hinge on the humorous elbow that failed because the center pin broke, the patient reportedly wired the device back together as the event occurred the day before follow-up. The device was removed; there was no delay of surgery. The procedure was successfully completed. The patient outcome is unknown this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.